Event description:
During a review of a (B) (6) female pt's download, zoll lifecor customer support identified several 'battery charger fault" flags in the data. Support contacted the pt to replace the suspect battery pack. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery charging fault flags was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.